Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of erratic blood glucose test results. Expected fasting blood glucose test result range is 100 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Storage of product not verified. Test strip lot manufacturer's expiration date is 10/16/2017 and open vial date is not provided. Recall test results performed fasting from meter memory: see scanned table. Adverse event not reported.